Event description:
Boston scientific received info that pacing impedance measurements on this atrial lead were greater than 3,000 ohms. It was suspected that the lead was fractured. The lead was surgically abandoned. A left-sided implant of an atrial lead was attempted. The physician could not gain access from that side, so a different boston scientific atrial lead was implanted from the right side. Bsc was unable to provide implant, explant and event dates.